Event description:
Int'l affiliate reported that the spike of a transfer set separated from the spiked port of a homechoice set during therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
Results indicate that the reported event of a spike on a transfer set separating from a spike port was not confirmed. Therefore, the root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.

Manufacturer narrative:
.